Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have exhibited loss of capture and low pacing impedance. The patient also was noted to have an arrhythmia due to the loss of capture along with mild, unspecified symptoms. Surgical intervention was taken to abandon the rv lead and it was replaced on (B)(6) 2022. The patient was stable throughout the intervention process.